Manufacturer narrative:
Manufacturer¿s investigation conclusion. A specific cause for the reported events, as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined. The patient remains ongoing on heartmate ii lvas, serial number vad-20480. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or qa specifications. The current heartmate ii lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate ii left ventricular assist system in section 1 ¿introduction¿. Section 6 ¿patient care and management¿ (under "anticoagulation") contains information regarding the recommended anticoagulation therapy and inr range that should be maintained for patients using the device as well as the recommended anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced epistaxis and anemia. On (B)(6) 2020, the patient received 2 units red blood cells (rbc) and two plasma. On (B)(6) 2020, the patient received 2 units plasma. On (B)(6) 2020, the patient received 2 units rbc¿s. On (B)(6) 2020, the patient received 1 unit rbc. It was reported that the patient developed respiratory failure due to epistaxis and hypoxia which required intubation. It was reported that the event was resolved without sequelae.